Event description:
During a remote follow-up, loss of capture resulting in episodes of oversensing was observed on the device. Abbott technical support was alleged the loss of capture was due to the device algorithm and patient factors. It is anticipated that the patient will be brought into the clinic to assess the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.